Event description:
As reported, patient came in for a routine exchange of the 8f drainage catheter which had been in place since september 10, 2010. During the exchange, it was discovered that the catheter had fractured in 7 places along the pigtail. All fragments were successfully removed. The patient condition was noted to be "ok." It was reported that the used device would be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used catheter will be returned to navilyst medical for evaluation, to date, it has not been received. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).